Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 9/28/2022, it was reported by a distributor via sems that an ar-3636 1.8 knotless fibertak suture broke when attempting to tension the anchor. This was discovered during an unspecified procedure. Additional information received 10/4/2022: this was discovered during a slap repair procedure on (B)(6) 2022. Nothing, other than the sutures, broke inside the patient and all sutures were cut and removed. The anchor remains in the patient; however, an additional bone socket was created for the new ar-3636 1.8 knotless fibertak anchor that was used to complete the case.